Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak from wash bottle 2 of the synchron cx 5 delta clinical system. Customer reported that there was fluid on the bottle cap. Customer reported that there was a small puddle under the instrument. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the wash bottle assembly. The replacement of the wash bottle assembly resolved the issue.

Manufacturer narrative:
Evaluation - results: wash bottle assembly. Bec identifier for this complaint is (B)(4).